Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: cervix") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and diabetes. Concurrent conditions included menometrorrhagia, iron deficiency anemia, migraine headache, back pain, premenstrual syndrome, hypermenorrhea, migraine, acne, depressive disorder, esophageal reflux, hyperlipidemia, hypercholesterolemia, impaired fasting glucose, iron deficiency anemia secondary to blood loss (chronic), suicide attempt, diabetes mellitus, ovarian cyst, infected sebaceous cyst, hypothyroidism, headache and bacterial vaginosis. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdomen pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed") and menorrhagia ("menorrhagia"). The patient was treated with surgery (novasure endometrial ablation and laparotomy and bilateral linear salpingostomy with removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, vaginal haemorrhage, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety, depression, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms discrepancy noted: date of removal: not removed. The essure was visible in the fallopian tube ostia with 3 rings noted. The essure was visible in the fallopian tube ostia with 1 rings noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both essure devices were seen and in place. No contrast media was seen going past the left essure device. No contrast media was seen going past the right essure device. Ultrasound pelvis - on (B)(6) 2018: normal appearance and position to the right essure device. The left essure device is questionably within the cervix. Patient states that she is now having periods twice a month. Hysterectomy with possible removal of both ovaries and tubes was offered as an option for resolution. Diagnostic results: she had an hysterosalpingogram test done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , abdominal pain , migration of 1 of the essure devices and vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received. Reporters information updated. Lot no. Added. Events: abnormal bleeding (vaginal, menorrhagia),abnormal bleeding (general ), migration of essure device location of device: cervix, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pain were added. "Concomitant" drug, lab data, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparotomy and bilateral linear salpingostomy with removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Diagnostic results: she had an hysterosalpingogram test done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: cervix") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and diabetes. Concurrent conditions included menometrorrhagia, iron deficiency anemia, migraine headache, back pain, premenstrual syndrome, hypermenorrhea, migraine, acne, depressive disorder, esophageal reflux, hyperlipidemia, hypercholesterolemia, impaired fasting glucose, blood loss anemia, suicide attempt, diabetes mellitus, ovarian cyst, infected sebaceous cyst, hypothyroidism, headache and bacterial vaginosis. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdomen pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed") and menorrhagia ("menorrhagia"). The patient was treated with surgery (novasure endometrial ablation and laparotomy and bilateral linear salpingostomy with removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, vaginal haemorrhage, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety, depression, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms discrepancy noted: date of removal: not removed. The essure was visible in the fallopian tube ostia with 3 rings noted the essure was visible in the fallopian tube ostia with 1 rings noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both essure devices were seen and in place. No contrast media was seen going past the left essure device. No contrast media was seen going past the right essure device. Ultrasound pelvis - on (B)(6) 2018: normal appearance and position to the right essure device. The left essure device is questionably within the cervix. Patient states that she is now having periods twice a month. Hysterectomy with possible removal of both ovaries and tubes was offered as an option for resolution.. Diagnostic results: she had an hysterosalpingogram test done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , abdominal pain , migration of 1 of the essure devices and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparotomy and bilateral linear salpingostomy with removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Diagnostic results: she had an hysterosalpingogram test done. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.